Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and due to the restricted posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted at a2/p2, reducing the mr to 2. The second clip delivery system (cds) was advanced to the mitral valve and positioned medial to the first clip. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda), and the mr increased to 3-4. A third clip was going to be implanted for stabilization; however, as there were too many chordae in the a3/p3 segment, with unsatisfactory mr reduction, the third clip was implanted lateral at a1/p1. Three clips were implanted, reducing the mr to 3, and the patient was confirmed to be stable post procedure. It was noted that visualizing the first clip was difficult due to the large left atrium, shadow from the guide, and also the echocardiographer was not so experienced. No additional information was provided.